Event description:
The reporter indicated that he was unable to interrogate the device. After trouble shooting the programmer and the device, they were still unable to communicate. Status is "good" under gain selection. A fluroscopy procedure is to be performed to evaluate the position of the device.